Event description:
Boston scientific received information that the patient had twiddler's syndrome and had twisted both the right atrial (ra) and right ventricular (rv) leads in the pocket. All measurements were fine. A revision procedure was performed where neither of the leads were noted to be dislodged. During the revision procedure the physician untwisted the leads. Approximately eighteen months later another revision procedure was performed due to the patient's twiddler's syndrome. The ra lead was explanted and the rv lead was partially removed and partially surgically abandoned due to dislodgement. No additional adverse patient effects were reported. The field representative noted that the lead will likely not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.